Manufacturer narrative:
The actual device has been returned but the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported leakage on the involved device. Follow up communication with the user facility confirmed the following information: the doctor was performing a peripheral case; while using the device it was noticed that the valve was leaking; the doctor continued on with the case with no other issues; blood loss was less than 250ml; the procedure was completed; and the patient was reported as doing fine.

Manufacturer narrative:
As stated, this report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00105 to provide the sample evaluation results as well as patient information. The actual device was returned to the manufacturing facility. A sheath and dilator were returned for evaluation. No visual anomalies were noted. The sheath was leak tested without stressing the valve and a leak was observed. The valve was removed and inspected more closely under magnification and revealed to have an off-center anomaly. An evaluation of the retention samples from the reported part/lot # combination as well as the surrounding lots manufactured were conducted. There were no visual anomalies noted during a visual evaluation. In addition, functional testing confirmed the products met manufacturing specification. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint handling database confirmed there has been no similar reports for the reported part/lot combination. The investigation results verified that the retention samples were normal product. The returned sample failed the leak test which confirms the reported complaint. Although the exact cause cannot be determined, a formal investigation has been initiated. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00105 to provide the sample evaluation results as well as patient information.